Manufacturer narrative:
Product investigation summary: one (1) t8 cannulated screwdriver shaft for 3.0mm headless compression screws was received with a complaint stating that the tip broke intraoperatively. The complaint was able to be confirmed as the cannulated screwdriver was returned with a spiral fracture of the distal tip. The broken fragment was not returned. Replication of the complaint is not applicable as the device was returned broken. Although the true root cause cannot be determined with the provided information, it is likely that nearly nine years of use and wear, as well as the use of excessive force, has slowly led to this complaint condition. A visual inspection and drawing review were performed as part of this investigation. The cannulated stardrive screwdriver shaft is an instrument routinely used in headless compression screw instrument and implant sets. The relevant product drawing was reviewed with no issues or discrepancies noted. Subsequent drawing revisions were not relevant to the complaint conditions. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 01, 2007. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery to repair a distal femur fracture on (B)(6) 2016. During the procedure while the surgeon was removing a screw, the cannulated screwdriver shaft tip broke. The fragment tip was retrieved. This resulted in a 30 second surgical delay. No harm reported to patient as a result of the delay. The surgeon continued to use the malfunctioned instrument to remove the screw. The procedure was successfully completed. Concomitant device reported: screw (part, lot and quantity unknown); plate (part, lot and quantity unknown) . This is report 1 of 1 for com-(B)(4).